Manufacturer narrative:
Other, other text: this remediation MDR was generated under protocol b10010116, as a result of warning letter cms# (B)(4). One device was received for evaluation. Visual and functional testing were performed. Visual inspection showed the battery cap was damaged and stuck in the battery port. A review of the event history log (ehl) was not applicable. During the functional testing it was found that the battery cap broke and was stuck in the battery port of rear housing. The rear housing had to be damaged to be able to get the battery cap out. The root cause of the issue was unable to be determined. Replaced the rear housing and battery cap and performed all function test which passed.

Event description:
It was reported that the stopped during infusion twice and the pump's battery cap broke off and was inside the pump. No patient injury was reported.